Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. Operational checks were performed but the ventilator inoperative alarm was not duplicated. Review of the device error log showed an error code indicating a generic motor failure event code. In most cases additional events in the log will be appended in the logs in addition to this event code. However, no additional codes were reported in evaluation. It was verified that the device's software version at the time of the error code occurrence was ver.1 .06.05.00. Given that the reported issue was not duplicated and that error code occurred with the software version prior to optimization, it was considered that the reported issue was likely a temporary and unnecessary occurrence. The software was updated to the latest version. Functional tests and running tests were performed, and no failures were confirmed on the device. The device has been determined to operate normally.